Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, the spring was neither damaged nor corroded. Insulin pump had crack at back. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.